Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected battery alarms or blank display was noted. The insulin pump had a cracked case at the display window corner, minor scratches on the display window, and a cracked reservoir tube lip. The insulin pump had intermittent button response due to corroded keypad traces. No display anomaly was noted.

Event description:
The customer's parent reported via telephone call that the insulin pump alarmed for a battery out limit alarm. The alert persisted after changing the battery. The blood glucose reading was 179 mg/dl. The customer was able to clear the alarm but could not reprogram the insulin pump due to the unresponsive buttons. The customer did not recall any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and no revert to a back up plan per a health care practitioner's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.